Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be removed, the downstream occlusion seal appeared to be lifted. The device's event history log was reviewed for evidence of the reported problem, nothing was found. Function testing was conducted. Upon testing, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a cassette not latching error. It is unknown if there was patient involvement, no adverse patient effects were reported.